Event description:
The following was reported to kci by a kci rep: on (B)(6) 2012, a nurse stated that on (B)(6) 2012, the pt allegedly fell out of their hospital bed. The pt was reported to have suffered a head injury and is now deceased. The pt was also utilizing a first step select therapeutic overlay at the time of the incident. Multiple unsuccessful attempts were made to gain additional info.

Manufacturer narrative:
On (B)(4) 2012, the unit passed quality control (qc) checks and met specifications prior to pt placement on (B)(4) 2012. On (B)(4) 2012, post placement, the unit passed qc checks and met specifications. Product labeling on line and in print states: monitor patients frequently to guard against pt entrapment and migration. Use or non-use of restraints, including side rails, can be critical to pt safety. Consider not only the clinical and other needs of the pt but also the risks of death or serious injury from falling out of bed and from pt entrapment in or around the side rails, restraints or other accessories. Serious injury or death can result from the use (potential entrapment) or non-use (potential pt falls) of side rails or other restraints.